Event description:
Cannula became disconnected on critical intravenous medication. Retry of new cannula revealed insecure connection as well. Pt suffered immediate life-threatening hypotension and shortness of breath.